Event description:
It was reported that 5 months after the puncture of (B)(4) catheter, it was allegedly found that 1cm from the puncture site in the tube body of the catheter was broken.

Manufacturer narrative:
A lot history review (lhr) of rexh2123 showed no other similar product complaint(s) from these lot numbers. The device has been returned to the manufacturer at this time for eval.